Event description:
When the operator tried to remove one beam shaping block from the accessory holder, the support suddenly disengaged from the collimator and fell down. It struck the pt on the hip causing a minor injury.